Event description:
On 27-may-2026, an arthrex employee reported via email that information was obtained from a clinical study titled ¿suture-tape augmentation of anterior cruciate ligament reconstruction: a randomized controlled trial (staclr).¿ the report stated that one patient, 26 months post-operatively, developed intra-tunnel cysts; the acl graft remained intact, and the patient was waitlisted for bone tunnel grafting, removal of screws, and arthroscopic intervention.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.